Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage at the back of the battery compartment found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test due to critical insulin pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / force sensor.¿successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Force sensor zero offset within specification (22.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical insulin pump error (open book image) alarm confirmed due to moisture damage. Unable to download history files and traces confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had cracked along battery compartment. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Retainer ring did not show sign of damage. No harm requiring medical intervention was reported. The device was returned for analysis.